Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact support if the issue reappears.